Event description:
It was reported that the iab was inserted without difficulty. When it was connected to the pump, the balloon did not inflate. Manual inflation was tried, but the balloon would still not inflate fully. The iab was removed and replaced without any complications.

Event description:
It was reported that the iab was inserted without difficulty. When it was connected to the pump, the balloon did not inflate. Manual inflation was tried, but the balloon would still not inflate fully. The iab was removed and replaced without any complications.